Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump reset unexpectedly. Reportedly, insulin delivery was resumed successfully and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 136-214mg/dl.